Event description:
Pt's iliac arteries were very tortuous. After deployment of the ipsilateral iliac leg graft, a noted kinking was observed in the graft material between the stent bodies. Another MFR's stent was deployed inside the ipsilateral leg graft to smooth out the vessel and remove the kink in the graft. Good flow through the graft was observed during the conclusion angiogram.